Manufacturer narrative:
H3: the device was received for evaluation. Lot history review identified no nonconformities associated with the reported complaint. Visual inspection found no damage or anomalies. Functional testing confirmed leakage from the internal bag when filled to volume, and disassembly identified a cut at the center of the bag. The root cause of the cut could not be determined. No repair was performed.

Event description:
It was reported that chemical leakage was observed from the back of the device during priming. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.